Event description:
During total knee replacement surgery, the distal resection guide (femoral cutting block) pin bent in the block, resulting with metal shavings getting in the patient's joint. Patient's joint flushed out with saline.